Manufacturer narrative:
The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical las piedras site: ¿ heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. ¿ heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. ¿ 100% visual inspection by certified personnel is performed to segregate nonconforming material, including broken blades, prior to assembly and packaging process. Each associate performing 100% inspection process is certified and re-certified on an annual basis on blade defect criteria¿s. ¿ CAPA (B)(4) was initiated to evaluate current controls in place corrective actions identified were completed and CAPA closed on 10/26/2015. ¿ CAPA (B)(4) was also initiated to continue in the monitoring and improvement of current control. Device not returned.

Event description:
During a shoulder operation, item number 371153-150 broke into multiple pieces. This caused the procedure to be converted from laparoscopic to an 'open and search' surgery to recover the blade pieces within the wound.